Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that during a robotic laparoscopic hartmann's reversal procedure, at the time of splenic flexure mobilization, an image quality issue suddenly occurred on the endoscope while the surgeon was operating. The image changed, prompting the withdrawal, cleaning, and reinsertion of the endoscope was done but the issue persisted. The storz system was then rebooted by turning off both the bottom and top units and turned them back on, but the issue remained unresolved. Finally, a new endoscope was used to resolve the issue. There was no patient injury. No negative impact in state of health reported. New information received: there was a prolongation of procedure of 90 minutes. Due to that, a report is required.